Event description:
The initial reporter received questionable troponin t hs elecsys results from four samples from three patients tested on the cobas e 801 analytical unit. First patient: sample 1 on (B)(6) 2024: the result of the baseline sample from the analyzer at 5:50 pm was less than 5 ng/l. The initial result of the one-hour patient sample collected after one hour was 148 ng/l. The reporter stated that this was clinically possible but the medics at the emergency department (ed) "rerun a troponin" using point-of-care testing (poct) and the result of this test was less than 5 (the unit of measurement was not provided). The repeat result of the one-hour patient sample from a different line was 12 ng/l. Second patient: sample 2 on (B)(6) 2024: the initial result at 5:50 pm was 142 ng/l. The first repeat result at 7:08 pm was 12.3 ng/l. The second repeat result at 8:11 pm was 12.2 ng/l. Sample 3 on (B)(6) 2024: the initial result at 7:28 pm was <5 ng/l. The repeat result at 8:34 pm was 9.07 ng/l. Third patient: sample 4 on (B)(6) 2024: the initial result at 2:52 pm was 62.7 ng/l. On (B)(6) 2024: the first repeat result at 8:29 am was 5.44 ng/l. The second repeat result at 12:31 pm was 6.34 ng/l. The third repeat result at 1:41 pm was 5.91 ng/l.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6) . The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d4 lot no and d4 expiration date were updated. The expiration date of reagent lot number 725740 is 30-nov-2024. The investigation reviewed the calibration data. The calibration signals were within specifications; the calibration had no on the issue. The investigation reviewed the qc data; the results were within range before the patient sample was run and the system was released for patient measurement. The investigation reviewed the alarm trace for (B)(6) 2024; multiple sample-related alarms (sample clot, sample foam, and sample short alarms) and instrument-related alarms (liquid flow cleaning recommendation) were noted. The (B)(6) 2024 alarm trace shows multiple abnormal aspiration alarms. The investigation determined that the customer's sample quality procedures should be improved. The local service inspected the analyzer and found a lot of dust within it. The analyzer was then cleaned. Product labeling states: "for regular cleaning, such as cleaning the instrument surface from dust, use deionized water only." The local service also found the reagents were not being stored upright and the patient samples had bubbles and short volumes. Product labeling states: "store the cobas e pack upright in order to ensure complete availability of the microparticles during automatic mixing prior to use." The local service also determined the threshold for the measurement count of detection for both channels of the liquid flow path has been exceeded. Product labeling states: "maintenance of the e 801 module maintenance as required on the e 801 module - you must perform the following maintenance actions as required. In this section cleaning the electrochemiluminescent (ecl) and pre-wash flow paths of the e 801 module... The instrument issues an alarm: after 10000 measurements for each ecl flow path. After 20000 measurements for the pre-wash flow path, whichever comes first." The investigation determined the event was consistent with a sample quality issue. The investigation determined a general reagent problem was not present, because the qc before the event was within specifications. The investigation did not identify a product problem.